Manufacturer narrative:
The insulin pump alarmed motor error during rewind due motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery, self-test, a21 test, displacement test and the operating current test due to constant motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed motor error alarm during rewind. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.